Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) in 2006. The patient reported difficulty with lights/night driving. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Difficulty with lights/night driving. Results - a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.